Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they were receiving questionably low glucose hk gen.3, bun, lactate, direct bilirubin, and bicarbonate results on their c501 analyzer intermittently throughout the day. The customer provided data for four results, of which there was one discrepant glucose result. The patient's initial glucose result was 2.4 mg/dl and it was reported outside the laboratory. The sample was repeated and the result was 117.8 mg/dl. There were no adverse events. The glucose reagent lot number was 68809801 and the expiration date was 11/30/2014. The field service representative found an issue with the gear pump pressure and that the sample probe external wash was set too low. He adjusted the gear pump pressure and the external probe wash. He performed two precision checks.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. The issues the field service representative found would cause carry over effects and higher results; not the lower results seen in this event. The analyzer was confirmed to be running within specifications.